Manufacturer narrative:
Additional information: report date - please note that report date is intended to be left blank but becomes auto populated after submission, as a result of a software related anomaly that is being addressed. Please disregard the date entered in report date. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician could not duplicated the customer's reported issue. Model lap top ventilator 1150 passed all testing and met all carefusion specifications.

Event description:
The customer reported model lap top ventilator 1150 is delivering lower pressure while connected to a patient. No further information was provided by the customer regarding whether or not patient injury or harm was associated with reported malfunction.